Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that there was over-drainage, no further information.

Manufacturer narrative:
Serious injury. Manufacturing evaluation: the shunt system was received in the return kit, submersed in an unidentified liquid. Visual inspection - on the pre-chamber we have could found substances of probably protein. Permeability test - a permeability test has shown that the pre-chamber is permeable. Adjustment test - n/a braking force and brake function test - n/a computer controlled test - the opening pressure is tested using a testing apparatus. Since this valve is a pre-chamber, this test is n/a. Results - based on our investigation results we could not detect any failure with this product. The manufacturing of the shunt system and the in-process controls guarantees the integrity of the product. We can exclude a defect at the time of release, as it met all specifications of final inspection when released.